Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead triggered and impedance warning for low impedance. In addition, the lead had previously had some noise episodes that suggested oversensing and made the physician suspicious of the lead integrity. The lead remains in use; however, a leadless implantable pulse generator (ipg) was implanted for additional right ventricular pacing. No patient complications have been reported as a result of this event.